Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate pump screen. There was no adverse impact to customer¿s blood glucose level. Technical support instructed customer to ensure pump was not plugged into a power source and to press button firmly using the tip of their finger, which resulted in successful activation of the pump screen, and caller confirmed that the button was functioning as intended.